Event description:
It was reported while in the cardiology dept, the intra aortic balloon (iab) was inserted. When the pump was started, every 2 minutes an alarm came up (helium loss 2). The clinician called the clinical support. Reading the print-out and "doing" the "clamp-test", it turned out to be an console-problem (hours of use 14000h) with an internal helium-leak. The iab had to be removed, pt was stable with intravenous drugs. A second iab was not inserted because the hosp did not have a second console. Add'l info received 11/09/09, notes that clinical support tested the pump on (B)(4) 2009, and picked it up for further evaluation (technical service). A new fully functional intra aortic balloon pump (iabp) was placed at the cardiology on (B)(4).

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.